Event description:
It was reported that the doctor passed cable and proceeded to tension cable. Doctor heard cable break and cable was broken. Doctor removed and requested new cable. New cable was implanted with no problem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.